Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, its possible that the charged coupled device (ccd) did not operate properly due to water intrusion, and that a failure occurred in the video function, resulting in a failure that prevented the image from being projected. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and was caused by a broken wire. In addition, there was leakage and a damaged cable. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported the screen on the camera head was black when connecting. There was a disconnection issue. The intended procedure was a transurethral resection (tur). Procedure was completed with a different device and there was procedural delay on ten (10) minutes. There was no patient harm associated with this event.